Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
The fse noted system displayed a corrupted hard drive error. This error may cause the system to lock up or fail to boot. There is no report of injury or death associated with the event described in this complaint.